Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system. The software was reinstalled. The controller circuit board showed an error and was suspected to be at fault. The suspect circuit board was returned for medtronic's evaluation. Evaluation failed to confirm any deficiency, and the circuit board tested to be functional. A replacement circuit board was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. (B)(4).

Event description:
A medtronic representative reported that during a spinal fusion case, as the site was attempting to acquire images from the imaging system, the images looked grainy. When they attempted another acquisition, an error was received. Despite a full system reboot, the issue persisted. After a half hour delay, site discontinued use of the imaging system and completed the procedure using a c-arm, with no adverse effect on patient outcome.